Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridges were filled with 300 units of insulin. At the time of the reported event, the customer loaded a new cartridge with 290 units of insulin, and after delivering a bolus of approximately 10 units, the insulin gauge decreased to 105 units. Subsequently, the air is removed with an empty syringe prior to filling the cartridge. The customer's blood glucose level was 117 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.